Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) .

Event description:
It was reported that during the implant procedure the physician only heard two clicks when the leads were placed in the device header and screwed in. The physician attempted to unscrew the leads and was unable to. He then removed the grommets and used a hex wrench to remove the leads from the header. The device was explanted and replaced. No patient complications have been reported as a result of this event.